Event description:
New information reported stated that during the clinic visit, the device was reprogrammed. On (B)(6) 2017 the lead was going to be replaced. The patient was not experiencing symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the right ventricular lead exhibited oversensing and lead noise. No intervention or patient symptoms were reported. No additional information was reported.